Manufacturer narrative:
A patient's ipg shifting in the pocket was reported to abbott. It was determined that the patient has ipg site pain due to losing weight and the device ¿shifting¿ inside the pocket. As a result, the ipg was moved from right flank to left flank and replaced the proclaim device to eterna. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg due to the ipg shifting inside of the pocket site. The patient noted having lost weight. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg pocket site was moved from the right flank to the left flank. Additionally, the patient's ipg was explanted, replaced, and therapy was restored.